Event description:
Customer stated that she has been experiencing lower blood glucose since switching over to this insulin pump. Blood glucose value was 87 mg/dl; treated with food. During troubleshoot; it was stated that the drive support cap is normal. The customer was not disconnected during the rewind/prime sequence. The reservoir is showing less insulin than what is shown on the status screen. Customer stated the reservoir was not manipulated while connected. The displacement test failed. Customer received a no delivery while going through the displacement test due to needle guard on set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.